Manufacturer narrative:
Patient developed an abscess 10 days post tx. They were prescribed antibiotics, I & d was performed.

Event description:
Patient developed an abscess 10 days post tx. They were prescribed antibiotics, I & d was performed. The abscess reoccurred 6 days later.